Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion and the need to upgrade to an ICD lead. A spectranetics lead locking device was inserted into the lead to provide traction during the extraction. The physician also chose a spectranetics 14f glidelight laser sheath to use during the procedure. When the glidelight device reached the mid-subclavian area, the patient's blood pressure dropped and there was significant blood loss at the device's insertion site. Rescue interventions commenced, and a sternotomy was performed. A subclavian injury was discovered, blood products were given to the patient, and suture was used to repair the subclavian injury. The physician had concern that traction would damage the surgical repair of the vessel and there was no attempt to retract the lld, so the rv lead, with the lld inside the lead, were both cut, capped and remained in the patient's body (please reference MDR 1721279-2021-00079 which captures the lld that remained in the rv lead when they both were cut and capped). This report, however, captures the glidelight device which was in use in the area of injury when the patient's blood pressure dropped. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.